Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. A supply change was performed to resolve the occlusion. There customer's blood glucose level was 300-500 mg/dl.